Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated the gray seal to the flipper bar for vial #2 of axsym troponin-I adv reagent did not open and caused probe crashes on two axsym troponin-I adv reagent kits. The account replaced the axsym probe on one probe crash and performed a probe recovery on the second probe crash. No impact to patient management was reported.